Event description:
The complainant reported that following explant of an impella cp the patient's blood pressure suddenly dropped and cardiopulmonary resuscitation was performed for over an hour. The suspected cause for the drop in blood pressure was a bleed in the iliac artery. The bleed could not be treated and the patient passed away.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.